Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service found the charge coupled device (ccd) unit was damaged. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range the event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found a leak due to a pinhole in the rubber cover (a-rubber). The switch box had discoloration/deterioration from chemical stress. The image guide protector was damaged, and the universal cord was scratched. The button was worn, and there was no right bending angle. Per the legal manufacturer, this has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Service found that the device had third party repairs. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a report that there was reduced angulation and third-party repair. The issues were found during an unspecified procedure. During inspection and testing, service found the scope image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.